Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('the right side coil was perforated and left one was beginning as well') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endoscopy and colonoscopy. Concomitant products included clonazepam (klonopin), gabapentin, insulin, insulin glulisine (apidra), lamotrigine (lamictal), prazosin, trazodone and vortioxetine hydrobromide (trintellix). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("periods getting heavier"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant and intervention required), dysmenorrhoea ("periods getting much more painful"), fatigue ("she went more and more fatigued"), gastrointestinal pain ("suffering from severe gastrointestinal pain"), discomfort ("discomfort"), abdominal distension ("her abdomen became very bloated over time"), anaemia ("she had anemia"), vitamin d deficiency ("vitamin d deficiency"), pelvic pain ("she having extreme pain on her lower right side of her pelvis/pelvic pt which was completely demeining"), gait disturbance ("very difficult to walk, sleep and basically live her everyday life"), insomnia ("difficult to sleep"), bladder disorder ("her bladder refused to work for the first 2-3 days") and pyrexia ("103 degree fever"), was found to have heart rate abnormal ("her heart rate refused to work for the first 2,3 days") and blood pressure increased ("increased blood pressure") and underwent transfusion ("have blood transfusion"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, fatigue, gastrointestinal pain, discomfort, abdominal distension, anaemia, vitamin d deficiency, pelvic pain, gait disturbance, insomnia, heart rate abnormal, bladder disorder, blood pressure increased, transfusion and pyrexia outcome was unknown. The reporter provided no causality assessment for abdominal distension, anaemia, blood pressure increased, discomfort, dysmenorrhoea, fatigue, gait disturbance, gastrointestinal pain, heart rate abnormal, insomnia, menorrhagia, pelvic pain, pyrexia, transfusion, uterine perforation and vitamin d deficiency with essure. The reporter considered bladder disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (f & d administration, reference number: mw5098389) on 04-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('the right side coil was perforated and left one was beginning as well') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endoscopy and colonoscopy. Concomitant products included clonazepam (klonopin), gabapentin, insulin, insulin glulisine (apidra), lamotrigine (lamictal), prazosin, trazodone and vortioxetine hydrobromide (trintellix). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("periods getting heavier"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, disability, medically significant and intervention required), dysmenorrhoea ("periods getting much more painful"), fatigue ("she went more and more fatigued"), gastrointestinal pain ("suffering from severe gastrointestinal pain"), discomfort ("discomfort"), abdominal distension ("her abdomen became very bloated over time"), anaemia ("she had anemia"), vitamin d deficiency ("vitamin d deficiency"), pelvic pain ("she having extreme pain on her lower right side of her pelvis/pelvic pt which was completely demeining"), gait disturbance ("very difficult to walk, sleep and basically live her everyday life"), insomnia ("difficult to sleep"), bladder disorder ("her bladder refused to work for the first 2-3 days") and pyrexia ("103 degree fever"), was found to have heart rate abnormal ("her heart rate refused to work for the first 2,3 days") and blood pressure increased ("increased blood pressure") and underwent transfusion ("have blood transfusion"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, fatigue, gastrointestinal pain, discomfort, abdominal distension, anaemia, vitamin d deficiency, pelvic pain, gait disturbance, insomnia, heart rate abnormal, bladder disorder, blood pressure increased, transfusion and pyrexia outcome was unknown. The reporter provided no causality assessment for abdominal distension, anaemia, blood pressure increased, discomfort, dysmenorrhoea, fatigue, gait disturbance, gastrointestinal pain, heart rate abnormal, insomnia, menorrhagia, pelvic pain, pyrexia, transfusion, uterine perforation and vitamin d deficiency with essure. The reporter considered bladder disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority f & d administration (reference number: mw5098389) on 04-jan-2021. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("the right side coil was perforated and left one was "beginning" as well") in a 27 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of colonoscopy and endoscopy. Concomitant products included apidra (insulin glulisine), trazodone, trintellix (vortioxetine hydrobromide), gabapentin, klonopin (clonazepam), prazosin, lamictal (lamotrigine) and insulin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 474 days after essure insertion, she experienced heavy menstrual bleeding ("periods getting heavier"). Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation, disability, medically important and intervention required), dysmenorrhoea ("periods getting much more painful"), fatigue ("she went more and more fatigued"), gastrointestinal pain ("suffering from severe gastrointestinal pain"), discomfort ("discomfort"), abdominal distension ("her abdomen became very bloated over time"), anaemia ("she had anemia"), vitamin d deficiency ("vitamin d deficiency"), pelvic pain ("she having extreme pain on her lower right side of her pelvis/pelvic pt which was completely demeining"), gait disturbance ("very difficult to walk, sleep and "basically" live her everyday life"), insomnia ("difficult to sleep"), bladder disorder ("her bladder refused to work for the first 2-3 days") and pyrexia ("103 degree fever"), was found to have heart rate abnormal ("her heart rate refused to work for the first 2,3 days") and blood pressure increased ("increased blood pressure") and underwent transfusion ("have blood transfusion"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder to be related to essure administration. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, fatigue, gastrointestinal pain, discomfort, abdominal distension, anaemia, vitamin d deficiency, pelvic pain, gait disturbance, insomnia, heart rate abnormal, uterine perforation, blood pressure increased, transfusion or pyrexia. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pif). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Lawyer reporter, patient date of birth, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority f & d administration (reference number: mw5098389) on 04-jan-2021. The most recent information was received on 31-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("the right side coil was perforated and left one was beginning as well") in a 27 year-old female patient who had essure inserted (lot no. A14901) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal adhesions, fibromyalgia, pelvic pain, abnormal uterine bleeding, parity 2, gravida ii, abdominal pain, overweight, urinary tract infection, right lower quadrant pain, ovarian cyst, colonoscopy and endoscopy. Previously administered products included: mirena. Concomitant products included apidra (insulin glulisine), trazodone, trintellix (vortioxetine hydrobromide), gabapentin, klonopin (clonazepam), prazosin, lamictal (lamotrigine) and insulin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 474 days after essure insertion, she experienced heavy menstrual bleeding ("periods getting heavier"). Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria hospitalisation, disability, medically important and intervention required), dysmenorrhoea ("periods getting much more painful"), fatigue ("she went more and more fatigued"), gastrointestinal pain ("suffering from severe gastrointestinal pain"), discomfort ("discomfort"), abdominal distension ("her abdomen became very bloated over time"), anaemia ("she had anemia"), vitamin d deficiency ("vitamin d deficiency"), pelvic pain ("she having extreme pain on her lower right side of her pelvis/pelvic pt which was completely dementing"), gait disturbance ("very difficult to walk, sleep and basically live her everyday life"), insomnia ("difficult to sleep"), bladder disorder ("her bladder refused to work for the first 2-3 days") and pyrexia ("103 degree fever"), was found to have heart rate abnormal ("her heart rate refused to work for the first 2, 3 days") and blood pressure increased ("increased blood pressure") and underwent transfusion ("have blood transfusion"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy,cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder to be related to essure administration. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, fatigue, gastrointestinal pain, discomfort, abdominal distension, anaemia, vitamin d deficiency, pelvic pain, gait disturbance, insomnia, heart rate abnormal, uterine perforation, blood pressure increased, transfusion or pyrexia. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted as per pif). There were four expanded outer coils of the essure micro-insert trailing into the uterus there were seven expanded outer coils of the essure micro-insert trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.687 kg/sqm. [Pathology test] on (B)(6) 2019: uterus and bilateral fallopian tubes (with right essure and left essure), supracervical hysterectomy and bilateral salpingectomy: uterus (79 grams): endometrium: proliferative. No endometrial intraepithelial neoplasia (ein) or carcinoma identified. Myometrium: no pathologic diagnosis. Serosa: adhesions (see gross examination). Fallopian tubes: essure devices identified. Negative for malignancy. Clinical information: chronic pelvic pain in female. Abnormal uterine bleeding (aub), unspecified. Gross examination: there is a 1.5 cm portion of silver metal wiring extending from left cornu, grossly consistent with a short portion of essure device. Received separately are two segments of sliver metal wires ranging from 5.6 cm to 10.0 cm in length and less than 0.1 cm in diameter, grossly consistent with essure devices. [Ultrasound scan vagina] on (B)(6) 2013: impression: probable tubal occlusion device is visualized in the region of the uterine cornua bilaterally, similar appearance on prior study. Endovaginal pelvic ultrasound: trace fluid present within the uterine cavity. Impression: probable tubal occlusion devices, also present previously. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters, patient information, medical history, lab data, indication, expiry date, lot no., and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority f & d administration (reference number: mw5098389) on 04-jan-2021. The most recent information was received on 30-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("the right side coil was perforated and left one was begining as well") in a 27 year-old female patient who had essure inserted (lot no. A14901) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal adhesions, fibromyalgia, pelvic pain, abnormal uterine bleeding, parity 2, gravida ii, abdominal pain, overweight, urinary tract infection, right lower quadrant pain, ovarian cyst, colonoscopy and endoscopy. Previously administered products included: mirena. Concomitant products included apidra (insulin glulisine), trazodone, trintellix (vortioxetine hydrobromide), gabapentin, klonopin (clonazepam), prazosin, lamictal (lamotrigine) and insulin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 474 days after essure insertion, she experienced heavy menstrual bleeding ("periods getting heavier"). Essure was removed on (B)(6) 2019. On unknown date she experienced uterine perforation (seriousness criteria hospitalisation, disability, medically important and intervention required), dysmenorrhoea ("periods getting much more painful"), fatigue ("she went more and more fatigued"), gastrointestinal pain ("suffering from severe gastrointestinal pain"), discomfort ("discomfort"), abdominal distension ("her abdomen became very bloated over time"), anaemia ("she had anemia"), vitamin d deficiency ("vitamin d deficiency"), pelvic pain ("she having extreme pain on her lower right side of her pelvis/pelvic pt which was completely demeining"), gait disturbance ("very difficult to walk, sleep and basicalyy live her everyday life"), insomnia ("difficult to sleep"), bladder disorder ("her bladder refused to work for the first 2-3 days") and pyrexia ("103 degree fever"), was found to have heart rate abnormal ("her heart rate refused to work for the first 2,3 days") and blood pressure increased ("increased blood pressure") and underwent transfusion ("have blood transfusion"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder to be related to essure administration. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, fatigue, gastrointestinal pain, discomfort, abdominal distension, anaemia, vitamin d deficiency, pelvic pain, gait disturbance, insomnia, heart rate abnormal, uterine perforation, blood pressure increased, transfusion or pyrexia. The reporter commented: date(s) of insertion: 20feb2013 (discrepancy noted as per pif). There were four expanded outer coils of the essure micro-lnsert trailing into the uterus there were seven expanded outer coils of the essure micro-insert trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.687 kg/sqm. [Pathology test] on (B)(6) 2019: a.uterus and bilateral fallopian tubes (with right essure and left essure), supracervical. Hysterectomy and bilateral salpingectomy: uterus (79 grams): endometrium: proliferative. No endometrial intraepithelial neoplasia (ein) or carcinoma identified. Myometrium: no pathologic diagnosis. Serosa: adhesions (see gross examination). Fallopian tubes: essure devices identified. Negative for malignancy. Clinical information: chronic pelvic pain in female abnormal uterine bleeding (aub), unspecified. Gross examination: there is a 1.5 cm portion of silver metal wiring extending from left cornu, grossly consistent with a short portion of essure device. Received separately are two segments of sliver metal wires ranging from 5.6 cm to 10.0 cm in length and less than 0.1 cm in diameter, grossly consistent with essure devices. [Ultrasound scan vagina] on (B)(6) 2013: impresslon: probable tubal occlusion device is visualized in the region of the uterine cornua bilaterally, simillar appearance on prior study. Endovaginal pelvic ultrasound: trace fluid present within the uterine cavity. Impression: probable tubal occlusion devices, also present previously. Lot number: a14901. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.